Event description:
It was reported that the user removed the ilet pump for a shower and, upon reattaching, the pump was unresponsive; a photo confirmed a cracked screen, and a replacement pump was provided after troubleshooting and education. Symptoms included no clinical effects. Outcomes included no reported impact on health or therapy beyond the need for device replacement. Investigation included review of user report, photo confirmation, and logistics tracking. Investigation of this case revealed physical damage to the display resulting in loss of user interface functionality, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.